Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. The sample, copies of still intra-operative images and case planning sheet were returned for evaluation. Based upon the review of the images and case planning sheet by clinical representative it was indicated that the patient's anatomy and morphology appeared to have been the major factor that led to the device deployment difficulty. Based upon the investigation findings, the root cause is inconclusive. The product labeling has been reviewed and it is confirmed that the reported event is adequately described in the existing labeling.

Event description:
It was reported that during the implantation of a suprarenal aortic extension, the devices were explanted due to incomplete expansion of the proximal section of the device. Reportedly, the physician had no difficulty deploying the bifurcated stent graft and infrarenal aortic extension. During the transfer of the suprarenal aortic extension into the introducer system a slight snag was felt. The physician started to deploy the aortic extension by dialing the knob. No difficulty or resistance was felt while rotating the knob. It was noted at this time tht the proximal section of the device was not deploying. The physician then retracted the device in order to remove it from the pt, but was caught on the infrarenal aortic extension. Reportedly, the physician chose to explant the devices. It was reported that the pt tolerated the procedure.